Manufacturer narrative:
H6: investigation code 3331: device history record (DHR) review-based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
B5 additional information: reportedly the patient's symptoms have resolved and no intervention is planned. (B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -2.5/+0.5/083 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. The surgeon reports refractive surprise. Reportedly, lens remains implanted. The cause of the event is reported as unknown. The surgeon states, "the refraction was reminded uncorrected (or worse) at 1d post-ope and the patient got very angry about the result, but at 1w, the refraction became normal as expected. We don't have any estimations of reason why the transient refractive surprise was happened."